Event description:
Patient admitted to hospital for removal and replacement of left-deflated saline implant with left capsulectomy, inferior capsulotomy of right breast augmentation. Surgeon noted the implant was a single lumen saline implant without any marks, which had a tear in the shell. Original implants placed with several revisions. In 1998, patient had right contracture release with same implant remaining.